Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a burning sensation when dosing insulin while using a 23-inch, 6 mm infusion set, and also experienced hyperglycemia to 280 mg/dl for approximately four hours after breakfast that resolved after a meal announcement; no ilet alerts occurred, infusion site leakage was not observed, and blood glucose levels were stable at the time of the call. Symptoms included no reported physical symptoms beyond the transient burning sensation at dosing. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no device alarms and no evidence of infusion set leakage, with the hyperglycemia attributed to a postprandial elevation that corrected after appropriate user action. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.